Event description:
It was reported that the urologist filled the balloon with double the amount of water (total of 60ml) so the balloon becomes more round instead of oblong. As a result, when the catheter was removed the balloon of the catheter cuffed.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. Although no sample was returned for evaluation the root cause of the balloon cuff roll has been confirmed as user related due to overinflation of the catheter balloon. Overinflation of the catheter balloon stressed the walls of the balloon which caused the balloon to cuff during deflation. (B)(4).